Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed supplies and resumed insulin successfully. Subsequently, it was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.